Event description:
Per the clinic, the patient experienced an infection, resulting in the decision to explant the device. The patient was placed under anesthesia (specific date not reported), however, the explant did not take place due to insufficient surgical tool. The implanted device remains.

Event description:
Per the clinic, the patient experienced a wound healing problem and a hematoma at the implant site. The patient was treated with oral and topical antibiotics (specific date and duration not reported) and the wound was washed with a betadine solution. The symptoms resolved and the implanted device remains.